Manufacturer narrative:
Product event summary: the full lead was returned and analyzed.the analysis indicated that the outer insulation of the lead became extrinsically distorted due to kinking/buckling. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during the implant procedure, the patient experienced excessive bleeding in the pocket after placement of the right ventricular (rv) lead. The physician had to remove the lead to stop the bleeding which was coming from an artery below the lead. When the lead was being prepared to be inserted back into the body the insulation damage was observed. The physician felt they had punctured the insulation somehow when removing the suture sleeve. A new lead was implanted. No further patient complications have been reported as a result of this event.